Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use (IFU) that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. The IFU also indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ all valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device in 2014 due to hydrocephalus with pressure level set at 1.5. According to the report, on (B)(6) 2015, the patient had an MRI. The report stated after the MRI the pressure level of the device changed to 2.5. It was also reported the doctor changed the pressure level back to 1.5. Reportedly, the patient is experiencing headaches.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.